Event description:
A customer reported that the trocar valves were leaking during a vitreoretinal eye surgery. The procedure was completed without consequences to the patient. There is no product sample available for this event. There are no additional event details available as per the reporter.

Manufacturer narrative:
There was no sample returned for evaluation; therefore, the condition of the product could not be verified. A device history record review for the lot was conducted. No anomalies were found during the device history record review. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history : because there was no sample was returned the root cause for the defect experienced by the customer cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).